Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time has drifted 5 minutes since the last time it was set. Tandem technical support guided the customer through correcting the time on the pump. Customer's blood glucose level was not impacted.